Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of area not clean before starting pd and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced the area not clean before starting pd. On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. Diagnostic testing was not performed and remedial treatment was not rendered. Event outcome for the events were not reported. The root cause of the peritonitis was area not clean before starting pd. Dianeal remained ongoing. Concomitant medications were not reported. It was unknown to the nurse whether the events of area not clean before starting pd and peritonitis was related to dianeal pd2 ultrabag therapy.